Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73d2000174 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
During the laparoscopic colectomy, when the user ligated small artery with a clip, the clip got broken in two at the hinge and fell from the applier into the patient's body. One fragment was soon found and removed from the patient, but the other was not. The user opened another cartridge for ligation, but one or some clips got broken at loading to the applier. After that, x-ray was performed but they could not find the missing fragment. There is still the possibility of residual fragment in the patient.

Manufacturer narrative:
(B)(4). The customer returned half of a clip and three representative samples from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The actual cartridge was not returned. The half clip that was returned was the hook half. The clip and representative samples were visually examined with and without magnification. The clip was broken in half at the hinge. The representative samples appeared typical and had no broken clips in the cartridges. Functional inspection was performed on the representative samples. Using a lab inventory clip applier, all clips from each sample were able to properly load into the jaws of the applier and were successfully applied to over-stressed surgical tubing. No defects were observed with the representative samples. R & d was consulted about the broken clip and the clip breaking at the hinge was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The returned clip was broken in half the hinge which is due to inadequate specification of hinge thickness and is a design related I ssue. A CAPA has been previously opened to further investigate issues related to clip breakages. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the samples received. Visual examination of the returned clip half revealed that it was broken in half at the hinge. Functional testing on the representative samples found no further issues. The clip breaking at the hinge was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.

Event description:
During the laparoscopic colectomy, when the user ligated small artery with a clip, the clip got broken in two at the hinge and fell from the applier into the patient's body. One fragment was soon found and removed from the patient, but the other was not. The user opened another cartridge for ligation, but one or some clips got broken at loading to the applier. After that, x-ray was performed but they could not find the missing fragment. There is still the possibility of residual fragment in the patient.